Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were: 14.8 mmol, 8.5 mmol, 15.3 mmol. Tests were done within 20 minutes with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.